Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 187 mg/dl. Drive support cap was protruded. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.